Event description:
It was reported to baxter (B) (4) that a baxter singleday infusor had overinfused during patient use. According to the customer, the patient is female (mm) who treated at home. The infusion started at 11:00 and emptied at 15:00 hours. According to the customer, the infusor was filled with sodium chloride (nacl) and then with 5-fu with the total fill volume 48 ml. The reporter stated that the nacl and 5-fu were not baxter product. According to the customer the solution was not filtered, and the prime occured as expected with no forced prime performed. The flow was checked after filling; there were no air bubbles observed in the inlet. The flow regulator was in direct contact with the patient's skin. The infusor was stored in ambient temperature. The patient was connected to the infusor through a huber needle set at the level of the chest. There was no hyperthermia of the patient nor heat spot close to the patient. There were no other infusion connected at the same access point. The reporter stated that the patient experienced diarrhea, however, there was no other clinical consequences reported for the patient. The sample is not available for analysis. No additional information is available.

Manufacturer narrative:
The device will not be returned to baxter for an evaluation, per the customer. Should the device or additional information be received, a follow-up report will be submitted. (B) (4)